Event description:
Our cauti (catheter associated urinary tract infection) task force has noticed a trend in a certain type of catheter having fallen out of patient's fully inflated (while patient is lying in bed). No harm to patient. However, wanted to report this observed trend (will file each event separately). Event #3: the foley catheter was placed. The foley catheter was noted to be outside of patient's urethra in bed with foley balloon still intact. No harm was noted. Manufacturer response for surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device, surestep® tray, lubri-sil® i.c., complete care®, urine meter, temperature sensing, statlock® stabilization device (per site reporter). Informed of trend of this issue.